Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that she enjoyed using the insulin pump, although she had been dealing with low blood glucose readings below 50 mg/dl. She advised that she felt it was only due to her basal settings being too aggressive. She stated that she would be meeting with her diabetes care manager the following day. She declined further assistance for the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.